Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the site experienced a recoverable fault on the universal surgical manipulator (usm) 3 and were prompted to disable the usm 3. An operating room (or) staff contacted technical support and placed the surgeon on the line. The surgeon had a mega needle driver instrument being held on one of the arms and would like to know if the arms were going to move on reboot. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed the surgeon that the usms would not move on reboot. The site rebooted the system and da vinci is ready was heard. The tse was unable to view logs at time of call due to reboot but found faults on the usm 3 on (B)(6) 2025. Later, the customer reported error 40100 returned. They rebooted the system and when it powered back on, they pushed the usm 3 to the side and weren't using the usm 3. However, the error occurred again, so they disabled the arm 3. The tse explained now that they disabled the arm 3, the error would not return as they turned arm 3 off. The customer indicated they needed all 4 arms for the procedure and elected to convert to another dv to continue the procedure. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and the reported 25730 and 40084 errors were found indicating a motor axis message is late or missing on arm 3 and a comm link from the axes controller arm (aca) in arm3 usm is down pointing towards the clock spring fiber, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where a 31226 error was triggered indicating fault on the clock spring fiber, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock spring fiber. Once testing was completed, the clock spring fiber was aba (applied behavior analysis) tested and was verified to be the source of the fault. The probably root cause is attributed to the clockspring fiber assembly.